Event description:
The customer noticed a burning smell coming from the unicel dxc 800 pro synchron system. There was no report of visible smoke, flame or arcing due to this event. No report of injury or erroneous results were generated due to this event. The fire department was not called. The customer has a risk management plan in place.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found the power harness connected to the phosphorous module was burnt. The fse replaced the harness and the phosphorous module to resolve the issue. (B)(4).